Event description:
Related manufacturer reference number: 2017865-2022-17430. During a follow-up, high defibrillation impedance was observed on the right ventricular (rv) channel. No intervention was performed and the patient was stable and will continue to be monitored.